Manufacturer narrative:
The received device had the needle mechanism deployed. Inspection of the device found no evidence that would result in a failure of the device to deliver insulin. The formed needle was visible in the exposed portion of the soft cannula. Score marks were observed on the underside of the top housing, indicating interference between the linkage assembly and top housing. This resulted a failure of the needle mechanism to deploy as intended. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose (bg) values reached 421 mg/dl. For treatment, the patient changed out the pod.